Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that two trs saw hand pieces were washed and sterilized. Post sterilization, on (B)(6) 2012, upon opening the trs sets, it was discovered that there was a white film covering hand pieces and attachments. This is 10 of 16 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 10 of 16 reports for complaint (B)(4).